Event description:
The customer reported that the workstation left monitor is not working. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the workstation left monitor. Tested system with no further problems. System operating as intended.